Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was cannot be conducted as lot number was not provided. Argon requested additional information to execute proper investigation. The user stated within the event description that the event was not related to a product malfunction. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Event description:
Dr. (B)(6) went to biopsy a lymphnode in the right side of a patient groin. Background on patient: had small pe,diffused lymphoma, and on lovenox after biopsy, dr. (B)(6) notice he hit a small accessory artery about 1mm wide. The patient started to bleed. They had to embolize the patient to stop the bleeding. Shortly after the embolization the patient passed away. He claims a 18g bpu was used but doesn't remember the length. Side note: the doctor does not blame the device, but attributes the cause as "bad luck".